Manufacturer narrative:
Results: a sample was not returned for evaluation, however, the customer provided one photo for investigation. A photo inspection revealed the safety shield loose/unattached from the c-collar. No visual damage can be seen in the photo. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6217608. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
(B)(4). Device evaluation: a photo has been returned for evaluation. A sample is available for evaluation but not yet received. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that following blood collection, the safety shield on the suspect device detached from the needle/holder during activation. When the user was disposing of the device, she was scratched on the hand by the used needle. The user was wearing gloves the time of the incident.